Event description:
It was reported that patient underwent knee procedure on (B) (6) 2009. During the procedure, the femoral screw fractured in the articular surface of the knee. The screw fragments were removed and no revision has been reported to date. No further information has been provided.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.